Manufacturer narrative:
(B)(4). Investigation result: visual examination of the returned complaint device found the balloon had no damages. The catheter of the device was inspected and it was found that it was kinked. It was noted that the rx tunnel of the device was detached. Dimensional examination of the catheter was performed and was measured in three sections; distal, medium and proximal. The three sections were within specification. Functional analysis was performed, and the balloon was inflated without a problem. This failure is likely due to the physician having to apply more force than usual during the procedure by the anatomy, causing the catheter to kink. Therefore, all compiled information on this investigation determines that the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device had performance issues. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that the rx tunnel of the device was detached; therefore, this is now an MDR reportable event.